Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg explant procedure. The explanted ipg will not be returned.